Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device found signs of being implanted wear/discoloration / foreign material and all 3 of the posts have fractured off. Device history record (DHR) review identified no deviations or anomalies during manufacturing. The root cause of the event was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. A CAPA was previously opened to investigate the patella pegs shearing off and the product has since been recalled. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet finned pri stem 40mm, catalog#: 141314, lot#: 547160. Vgd ps open por fem rt 62.5, catalog#: 184506, lot#: 124990. Bmet regenx pri tib tray 71mm cocr 71mm, catalog#: 141273, lot#: 707130. E1 vngd ps+ tib brg 71/75x12 1/75x12, catalog#: ep-183742 lot#: 762150. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right tka approximately three years ago. Subsequently, the patient was revised due to fluid on the knee, patella loosening and fracture, and scar tissue was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(UDI): (B)(4). Reported event was confirmed by review of operative notes, which did not suggest any intra operative complications. Revision operative notes state that patella was noted to be loose and all the three pegs had broken off. Also, excess fluid and scar tissue was removed. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. A CAPA was previously opened to investigate the patella pegs shearing off and the product has since been recalled. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.